Event description:
Country of complaint: (B)(6). Product moved inside the packaging. No pt injury or prolonging of surgery were reported.

Manufacturer narrative:
This item is not distributed in the unites states; however, aesculap implant systems does distribute similarly packaged items. No adverse events have been reported by u.s customers due to similar pancaking inconsistencies. Product eval: the distal end of the packaging has a damages primary and secondary sterile packaging at a width of approx 6 cm. The inside the primary packaging has scruff marks that indicate that the product moved inside the packaging. The product history was verified. The documentation does not show any deviations. No further complaint of products of this batch have been reported. Therefore a systematic error can be excluded. Due to the damages we assume that the breakage of packaging was caused during transportation. The product was part of a loan system. The product was mfg in 2005. We do not have any info about how often the product was transported. In the meantime the packaging process was validated to ensure a firmer fixation of the shaft inside the packaging. The product was mfg prior to this validation.